Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed, as unidentified (tear) opening. And missing side assessed, as inconclusive (shell thickness was within specification). Silicone migration: unable to observe, since it is a medical event. And is not related to the device. Granuloma: unable to observe, since it is a medical event. And is not related to the device. Additional observations: red particle observed, on the device.

Event description:
Healthcare professional reported, left side rupture. And "axillary siliconomas" via ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Medical staff reported ¿rupture¿ and ¿axillary siliconomas¿. This relates to the left side. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side rupture and "axillary siliconomas" via ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
F2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma (siliconomas) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and "axillary siliconomas". Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed a device inside of the thermoform labeled for left side. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.